Manufacturer narrative:
No product was returned as no product malfunction was alleged. No radiographs or images or lab reports were provided so the complaint cannot be confirmed. Review of the reported event identified multiple manufacturers' products combined with nuvasive products which is considered off-label use as results may vary. Information provided identified two weeks post-op patient reportedly regurgitated obstructing the airway and resulting in death. The root cause of the regurgitation and death is unknown as no additional information was provided and no additional investigation can be completed. No product malfunction was reported though below is a list of nuvasive products that were in the construct. The other manufacturer's devices involved are unknown. 8800000006 precept set screw n322381, 8800000006 precept set screw n288303, 8800000006 precept set screw n307240, 8800000006 precept set screw n324353, 8807545006 precept screw, 7.5x45mm polyaxial c.r. Jp25044, 8807545006 precept screw, 7.5x45mm polyaxial c.r. Jp23293, 8807550006 precept screw, 7.5x45mm polyaxial c.r. Jp23521, 8807550006 precept screw, 7.5x45mm polyaxial c.r. Jp22920, 8847040006 precept ti rod, 40mm prebent lordotic ct160629, 8847045006 precept ti rod, 40mm prebent lordotic ct161755. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: death..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...compatibility: do not use the precept spinal system and nuvasive precept mas plif fixation system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..."

Event description:
On (B)(6) 2022 a patient underwent a spinal procedure at l4/5 with another competitor's implant and nuvasive posterior fixation with no reported issues. On (B)(6) 2022 a slight abdominal tension was observed and the crp level was normal. On (B)(6) 2022 while eating in the hospital, the patient regurgitated and the vomit became lodged in the trachea leading to loss of consciousness. Removal of vomit, intubation, and cardiac massage were performed, but the patient was unresponsive and died.